Event description:
It was reported that the customer had not giving warning or alarms on insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was assisted on how to do selftest on insulin pump. The customer's insulin pump passed selftest with no issues. The problem was resolved and no further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider thisreport complete to the best of our knowledge.